Manufacturer narrative:
The lot number is unk therefore the date of manufacture can not be determined. The tube was discarded and therefore unavailable for failure investigation. No conclusions can be made with out the device for analysis.

Event description:
A copy of uf/importer report (B)(4) was received 5/19/2011. Shiley tracheostomy kit has replaced their tracheostomy tube obturator with a very flexible piece of plastic, making cannulating the trachea quite difficult and dangerous. This has happened 3 times with 3 different physicians. With this obturator being so soft and flexible, it allows the trach tube to kink and advance in the wrong direction once in the trachea. Initially on (B)(6) 2011, the customer called and reported only the first event which has been submitted on report 2936999-2011-00365. Since the receipt of this uf report, the company is now aware of two add'l reports. The second report has been submitted on 2936999-2011-00387.